Event description:
It was reported that pump malfunction code 24 occurred and could not be reset, with no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.